Event description:
This is being filed to report a steerable guide catheter that was damaged by a mitraclip that was difficult to remove. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, an ntw clip was removed to place a larger clip. The ntw was closed per instructions for use (IFU), and retracted into the steerable guide catheter (sgc) safely. However, when attempting to remove the introducer at the hemostasis valve of the sgc, the clip appeared to open approximately 60-90 degrees and could not be removed. The clip and the introducer could not be removed, as the clip was also caught on the tip of the clip introducer. It is unknown if the hemostasis valve was damaged. It was determined that the entire system needed to be removed to prevent injury to the patient. The clip delivery system (cds) and sgc were safely removed. Another sgc and cds were prepared and completed the procedure. The mr was reduced to grade 3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is filed under a separate medwatch report.

Manufacturer narrative:
The returned device analysis confirmed the reported difficulty remove (cds/sgc) as the clip could not be removed from the sgc hemostasis valve as it was open 40° and caught onto the clip introducer material. The silicone valve inside the sgc hemostasis valve was observed to be torn upon visual inspection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported difficulty to remove cds from the sgc appears to be due to user technique. The reported tear in hemostasis valve was a cascading effect of the difficulty to remove cds from the sgc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.